Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled. The paint chipping occurred on the spring arm. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The correction of complaint summary deems required. This is based on the internal evaluation. Previous complaint summary: getinge became aware of an issue with one of surgical lights - powerled. The paint chipping occurred on the fork and ambient light module cracked and detached from the headlight, hanging on cables. We decided to report the issue in abundance of caution as any parts or paint particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the offer of repair was proposed to the customer, it is pending customer¿s decision to be performed. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping and detachment of ambient light module, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of detachment of ambient light module is very low and the failure ratio of paint chipping is moderate. According to the subject matter expert on the manufacturing site, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Regarding the ambient light module broken, this is clearly due to a shock so it is a misuse. User manual mentions regarding daily inspection and pre-positioning, allowing to avoid collisions (user manual 01581 rev. 09, pages 20-22 and 29-30). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected complaint summary: on 16th december, 2021 getinge became aware of an issue with one of surgical lights - powerled. The paint chipping occurred on the fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the offer of repair was proposed to the customer, it is pending customer¿s decision to be performed. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of paint chipping is moderate. According to the subject matter expert on the manufacturing site, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. User manual mentions regarding daily inspection and pre-positioning, allowing to avoid collisions (user manual 01581 rev. 09, pages 20-22 and 29-30). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The paint chipping occurred on the fork and ambient light module cracked and detached from the headlight, hanging on cables. We decided to report the issue in abundance of caution as any parts or paint particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the offer of repair was proposed to the customer, it is pending customer¿s decision to be performed. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping and detachment of ambient light module, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of detachment of ambient light module is very low and the failure ratio of paint chipping is moderate. According to the subject matter expert on the manufacturing site, all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Regarding the ambient light module broken, this is clearly due to a shock so it is a misuse. User manual mentions regarding daily inspection and pre-positioning, allowing to avoid collisions (user manual 01581 rev. 09, pages 20-22 and 29-30). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).